Event description:
It was reported that the patient was symptomatic due to tricuspid regurgitation and was brought to the emergency room. The right ventricular (rv) lead was explanted. The patient was stable.